Manufacturer narrative:
E1- initial reporter city: (B)(6). H6: evaluation conclusion codes - updated. Device evaluated by manufacturer: the device was returned for analysis. A visual and tactile inspection revealed no issues identified with the hypotube shaft and no kinks or damages on the polymer extrusion shaft. A detailed microscopic examination of the balloon material identified a pinhole leak in the mid-section of the balloon. All blades were fully bonded on the balloon and did not exhibit any signs of damage. The tip showed no signs of tip damage. A microscopic examination of the proximal and distal markerbands identified no damage. An attempt was then made to inflate the balloon to 12 atmospheres as per wolverine IFU using the inflation aid, however, a leak was noted coming from the pinhole in the mid-section of the balloon.

Event description:
Reportable based on device analysis completed on 03jul2024. It was reported that air leak occurred. The 60% stenosed target lesion was located in the severely tortuous and severely calcified right upper extremity. A 10mmx2.75mm wolverine coronary cutting balloon was selected for use. During the procedure an air leak was noted. The procedure was completed with another of same device. No complications were reported, and patient was stable post procedure. However, device analysis revealed a pinhole leak in the mid-section of the balloon.

Event description:
Reportable based on device analysis completed on 03jul2024. It was reported that air leak occurred. The 60% stenosed target lesion was located in the severely tortuous and severely calcified right upper extremity. A 10mmx2.75mm wolverine coronary cutting balloon was selected for use. During the procedure an air leak was noted. The procedure was completed with another of same device. No complications were reported, and patient was stable post procedure. However, device analysis revealed a pinhole leak in the mid-section of the balloon.

Manufacturer narrative:
E1- initial reporter city: (B)(6). Device evaluated by manufacturer: the device was returned for analysis. A visual and tactile inspection revealed no issues identified with the hypotube shaft and no kinks or damages on the polymer extrusion shaft. A detailed microscopic examination of the balloon material identified a pinhole leak in the mid-section of the balloon. All blades were fully bonded on the balloon and did not exhibit any signs of damage. The tip showed no signs of tip damage. A microscopic examination of the proximal and distal markerbands identified no damage. An attempt was then made to inflate the balloon to 12 atmospheres as per wolverine IFU using the inflation aid, however, a leak was noted coming from the pinhole in the mid-section of the balloon.